Manufacturer narrative:
After further review, intuitive surgical, inc. (Isi) determined that this was not a system down failure and therefore this MDR report is being retracted. Additional information was obtained and it was confirmed that the patient was not in the or room at the time the event occurred, thus there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis reproduced the customer reported failure. The unit was installed into the test system and it failed at first start-up with an error. It could not turn on the vision side cart (vsc). Power was applied to the power tray and found that power supply b was dead. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, errors occurred when starting the system. Troubleshooting was performed, however, the error persisted. The customer was unable to do more troubleshooting and decided to use another system for the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has made several attempts to obtain additional information from the customer concerning the reported event with no success. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure and the error was confirmed through the system logs. To resolve the issue the fse replaced the power tray.